Event description:
It was reported that boston scientific technical services (ts) was contacted to discuss increasing the pacing percentage for this implantable pacemaker. It was mentioned that there has been far-field over-sensing occurring on the atrial channel resulting in inappropriate mode switching. Ts mentioned additionally that there was atrial under-sensing present that resulting in premature ventricular contractions which impacted the amount of ventricular pacing delivered. Ts provided potential reprogramming options to resolve the event. At this time, this pacemaker remains implanted and in-service. No adverse patient effects were reported.

Manufacturer narrative:
E1: initial reporter phone number is (B)(6); reported here as phone number exceeded character limit for designated field.